Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The proximal aortic neck was 23mm in diameter, the right common iliac was 11-13mm in diameter and the internal right iliac artery branch was 11mm in diameter. The common and internal left iliac diameter was 11mm. The combined proximal neck and aneurysm length was 104mm. It was noted that there was a type ii endoleak present. It was reported the following day post index procedure the patient had paraplegia with no other prognosis. The physician stated that the cause of the paraplegia was related to another manufacturer's thoracic stent graft. The physician will monitor the patient. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (paralysis); related to another drug/device. Conclusions: operational context caused or contributed to the event.